Event description:
(B)(4). I have gained 100 pounds since essure placement. I was (B)(6) when it was placed. I have numbness in both hands without relief. I have extreme ibs now possibly crohns. Abdominal pain, hiatal hernia, headaches, swollenness, painful heavy periods, chronic pelvic b pain all the time. Discharge all the time, itchy vagina, low sex drive, depression, incontinence with bowels and urine, pain in my vagina, indigestion, fatigue, thyroid issues. List keeps going on and on every year is something new.